Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty was confirmed with other observations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to difficulty removing the guide wire may include but not limited to, damaged device, anatomical conditions, device interactions or preparation technique. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the mesenteric artery. The versacore guide wire could not be removed from an unspecified balloon catheter. The devices were removed as a single unit. An unspecified guide wire and new balloon catheter were used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.